Event description:
Implant failed, due to a failure to osseointegrate. ---------------------------------------- 09.10.2023 16:04:21 cet, ((B)(6)), phone. User:(B)(6). Received date of the return product: 09/10/2023.